Manufacturer narrative:
Unknown date and month in 1945. Additional product codes: hsz, gfa, gff. Device is an instrument and is not implanted/explanted. The investigation could not be completed; no conclusion could be drawn, as no product was received. No non-conformance reports were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of the product that would contribute to this complaint condition. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes (B)(4) reports an event in (B)(6) as follows: it was reported that during headless compression screw surgery on proximal ulna, two guide drill bits were broken and small tips of drill bits were left in the bone. There was a surgical delay of five to ten minutes, but the surgery finished without removal. There is no plan to operate additional surgery for this matter. This is report 2 of 2 for (B)(4).